Event description:
It was reported that the "nurse claims that she obtained an spo2 and nipb reading on the sleeping patient. The monitor was in standby when she attached the spo2 sensor and nibp cuff. When she took the monitor out of standby she claims that there was spo2 and nibp data on the screen. She was unhappy with the results on further examination she found that the patient has died".

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.